Event description:
Patient was admitted with unstable angina and received three cypher stents to the ostial lma, proximal and mid lad during index procedure. Four months after stent placement, restenosis of cypher stents in the proximal and mid-lad was noted on following angiography. This was successfully treated with a cutting balloon procedure. This patient was admitted to the hospital with a chief complaint of stable angina. The patient was currently taking aspirin, plavix, beta-blockers, and statins. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, 70% ostial lesion in the left main artery (lma) extending through the mid lad. A bolus of angiomax was administered via IV. Reopro was also administered via IV. There were no difficulties in accessing or wiring the vessel noted.

Manufacturer narrative:
This 73 year-old male pt was admitted for an unk reason and was treated with multiple cypher stents. Subsequently experienced restenosis of the stents and required add'l intervention. His medical history consisted of progressive coronary artery disease with CABG, htn, high cholesterol, diabetes, and stroke. His medical history increased his chance for a mace. The lesion was ostial stenosis located in the left main artery (lm), which extended into the mid-left anterior descending artery (lad). The safety and effectiveness of placing a cypher stent in an unprotected left main trunk or in ostial lesions has not been proven. The lm lesion was pre-dilated, however, the lesion in the proximal to mid-lad were not. The saftey and effectiveness of direct stenting has not been established. A 3.5x 18mm cypher stent was implanted in the lm. A 3.0 x 28mm cypher stent was implanted in the proximal lad. And finally, a 2.5 x 28mm cypher stent was deployed to the mid-lad with satisfactory results. The safety and effectiveness of using more than two cypher stents, treating a segment longer than 30mm or stenting a segment starting proximally to the distal area has not been proven. All three stents were deployed to 16 atms. Approx four months later, a repeat angiogram demonstrated restenosis of the cypher stents implanted in the proximal and mid lad. This was treated with re-ptca using a cutting balloon and 10% residual stenosis remained in the mid-lad. Three months later the pt experienced unstable angina. An angiogram was done and the mid-lad restenosed and was treated with another cypher stent. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Conclusion: there are pt, lesion, and procedural factors contributing to these events.